Manufacturer narrative:
(B)(6). Method: the subject rd065 neopuff spare manometer was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the customer, including a photograph, and our knowledge of our product. Results: visual inspection of the photograph provided by the customer revealed that the manometer needle was at -2cmh2o. Conclusion: without the return of the subject device for evaluation, we are unable to determine the exact cause of the reported fault. G4: rd065 is the spare manometer for rd900 neopuff and the 510(k) for the neopuff is k971695.

Event description:
A healthcare facility in sweden has reported that a new rd065 neopuff spare manometer kit dial was oblique and the needle was stuck at 20mbar. There was no reported patient involvement.